Manufacturer narrative:
On 08/23/2017 11:25 am ((B)(4)) added by (B)(6): the product was returned and investigated in the laboratory of the manufacturer. The protective cover of the pump was wet from the inside. The sample was cleaned with natriumhypochlorit and dried. A visual inspection was carried out on the sensors. The venous pressure sensors are corroded. This issue was already known to the manufacturer and has been investigated under a nc 15-02-173. All further communication will be carried out during the internal process. The internal and the arterial sensors show no abnormalities. A water circuit with the hls module and the cardiohelp was established and the flow was set to 7l/min. The pressures on the display were observed and the values do not fluctuate and are constant. When the sensors become wet, the values on the display fluctuate or the values are not displayed. Thus the reported failure could be confirmed. In the course of the investigation of nc-15-02-173 it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp were caused by priming solution. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #(B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer noted varying pressures for all three sensors in hls circuit. Nothing changes with the patient, but the numbers fluctuate from negative -300 to positive 700. Tried a second pressure/temperature (ism) cable, same situation present. Tried zeroing pressures, same situation. (B)(4).